Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a video gastroplasty procedure, the product presented different sound when fired in the fifth time. It did not cut, and the staples were loose. Also the device locked during the procedure. Unknown how case was completed. There were no adverse consequences for the patient.